Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery), and reported there was no serial number at the back of the pump. Customer no longer using the belt clip because it got broken. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Troubleshooting was performed for critical pump error and customer confirmed pump does not shows any signs of damage. Troubleshooting was performed for labelling issue and found that product labels reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed for pump clip issue. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 35 alarm was found on 03/10/2025 23:17:20.000. During download review, pump error 53 alarm was also recorded in main error log (adapt). File ID=65535 line ID=65535. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 35 was cause by force sensor error. Per visual inspection no moisture damage noted. Problem isolated to electronic assemblies. The following cosmetic damages were noted: scratched case, cracked keypad overlay, pillowing keypad overlay and serial number label missing in conclusion unit came in with critical pump error alarm trigged by pump error 35. Isolate to electronic assemblies. Unable to confirmed damage belt clip due to unit was received with no belt clip to confirmed damage. No cracks or broken belt clip rails noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.